Event description:
Baxter reported a cassette that cracked during the priming cycle. No additional information is available. No patient injury or medical intervention was indicated from the international affiliate.